Event description:
It was reported that a pt's lips began to swell shortly after placement of a restoration using esthet-x restorative material (the pt's first composite restoration). The pt was administered antibiotics and consulted a physician who administered benadryl; the symptoms subsided.

Manufacturer narrative:
While it is unk if the esthet-x used caused or contributed to the pt's symptoms, it is possible as allergic reactions to dental materials are known and reported, with medical consequences being dependent upon the severity of the individual allergic response and subsequent exposure to the same material. The device was not returned for eval and the lot number is not known for retained-product testing and/or DHR review.